Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the patient experienced access site bleeding. Perclose was not used, therefore, the groin site was oozy. In addition, multiple suction alarms occurred. The patient was given albumin. The patient was successfully weaned from the pump and the device explanted.

Manufacturer narrative:
B5 additional information added. H11 investigation results was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Minor bleed: the cause of bleed was most likely use issue related since no perclose was used due to which the groin site was oozy. Pump suction: after reviewing logs, multiple suction alarms were observed. The cause of pump suction cannot be determined since insufficient clinical details were provided.

Event description:
The pump is not available for return. The site was redressed and angle matching was performed with slight improvement in the oozing. After the activated clotting time (act) reached sub therapeutic levels the bleeding essentially ceased.